Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. No display anomaly or milky display anomaly noted during testing. Device passed the selftest. Device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip and reservoir tube cracked.

Event description:
It was reported that the insulin pump has a milky display and it cannot be read anymore. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.